Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-532a-1628: the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the glass cap also exhibits a circumferential fracture at proximal side of fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing is melted at the location of the fracture; the metal cap is blackened at the location of fracture; the octagonal red stop sign on the outer flow tubing open end is erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 14597. Time expended: 3:11 mins. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a bph procedure; fiber commencing forward firing was noted. The procedure was completed using second fiber. Patient outcome: ok" reported. No injury to the patient was reported.